Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. The visual inspection of the returned unit was performed. The top web was found to have a tear and there was crumpling on the top web along with a faint black stain below the tear. The bottom web had hole in it and an indentation near the edge of the needle cover. The needle was found to be retracted and the needle cover was loose (not latched onto the grip). Lastly, the needle cover was observed to be correctly aligned with the button, making it unlikely that a misaligned needle cover would have caused the premature retraction. The seal of the unit was inspected and found to be intact. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device, the user environment or environmental factors. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging was torn. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that the package was torn.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging was torn. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that the package was torn."